Event description:
The novasure device was set up per manufacturer protocol. The novasure device was inserted into the endometrial cavity and deployed. The cavity width on the apparatus was only expanded to 2 cm. The device was removed and deployed multiple times in the endometrial cavity with a measurement of only 2 cm at each pass. Per manufacturer protocol, the novasure ablation was then aborted. There were no endometrial cavity perforations noted under gyn hysteroscopy exam after the failed ablation attempt.